Manufacturer narrative:
Concomitant product(s): model: 5076-45, lead; implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead experienced lead fractures due to subclavian crush. Both leads were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.